Event description:
The user facility reported the patient presented to the hospital in 2002 with a left middle cerebral artery bleed (stroke). Initially a codman monitor had been used because there were no camino boxes available. The camino was placed 3 days later. There were persistent icp problems and the patient was placed on thiopentone but there was no reason to suspect problems with the camino. The camino was removed 10 days later and kept for analysis. The tip of the catheter was cut off and kept for culture by the user facility. Additional information received on 10-02-2002, the catheter was identified as a 110-4bt. The lot number reported w028-044-d02 was for the connector that was used with the catheter.